Event description:
Complaint received: "we are having continued issue with inverted claves. Soft inner part of clave inverted, projecting out of clave." No adverse or serious consequences to the pt.

Manufacturer narrative:
No device returned for investigation.